Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed the recharger antenna was damaged. The antenna was replaced. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the replacement of the recharger did resolve the burning that occurred over the implant site. The burn was resolved by using gauze pads until the burn healed. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their weight at the time of the event was 204 pounds and that the replacement of their recharger did not resolve the burn at their implant site. To resolve the burn at the implant site, the patient stopped using the recharger until they received a replacement.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A supplemental report will be sent when analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator recharger (insr) antenna cord was damaged and ¿compromised.¿ on (b)(46 2017 the patient was charging their back because the implant was running low and the patient felt like they got a little burn on the back of their hip where the implant was located. When they looked at the insr antenna they noticed the wires seemed compromised. The antenna insulation was worn away and the patient could see the wires inside. The antenna got very warm and the skin looked red at a very small pin point area. It was reported that the patient was not hurt. No further complications were reported.